Manufacturer narrative:
Concomitant medical products: 5076-58 lead, implanted (B)(6) 2007.

Event description:
It was reported that there was suspected occasional intermittent atrial undersensing. There was also high threshold observed. The lead remains in use. No patient complications have been reported as a result of this event.